Event description:
Possible incorrect quick look counter for at/af episodes quick look notes one at/af episode, none noted in episode list rate histograms shows approximately 64 seconds of an atrial arrhythmia since last device interrogation on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).